Event description:
Olympus was informed that after a therapeutic laparoscopic cholecystectomy procedure it was noticed that the hook at the distal end of the hf resection electrode was deformed, but no fragments fell into the patient. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returned to omsc on 2021/11/30). The evaluation at omsc hinode confirmed that the electrode was bent which was caused by the application of excessive force during use. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a therapeutic laparoscopic cholecystectomy procedure it was noticed that the hook at the distal end of the hf resection electrode was missing. It is unclear whether it may have fallen into the patient during the procedure. No further information was provided but there was no report about an adverse event ot patient injury.